Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing and a review of the alarm log were performed. Visual inspection revealed a broken door. The cause of the condition could not be determined. To correct this condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented a broken door. The nurse could not specify when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.